Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 47mg/dl. Troubleshooting was performed. The caller stated that the drive support cap appears normal. The programming and priming technique were correct. Reviewed the daily totals and found that the customer did not bolus for two days. The customer stated that she has not been using the insulin pump, and she was taken manual injections. The reservoir was showing the same amount of insulin as shown on the status screen. Assisted the caller to run the displacement test and passed. No further information was provided.